Event description:
Additional information received identified effective therapy was restored postoperatively. Thus the issue resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. Subsequently surgical intervention was undertaken on (B)(6) 2016 wherein the scs lead was disconnected (left implanted) from the ipg. The scs ipg was explanted. The scs system was replaced with a new drg system.